Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose while using the ilet system, believed he was receiving too much insulin, disconnected to shower, and chose to keep the pump paused due to concern about further lows until consulting a local trainer. Symptoms included hypoglycemia with a reported glucose in the 50s without symptoms. Outcomes included user-initiated mitigation by pausing insulin delivery and planning to seek guidance from a trainer, with no hospitalization reported. Investigation included troubleshooting and education provided by support regarding sensor readings while the pump is paused. Investigation of this case revealed no confirmed device malfunction based on available information, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.